Event description:
After deployment of a sapien xt valve in a 60:40 aortic/ventricular position, tee revealed moderate to severe paravalvular leak (pvl). Post dilation was performed twice with no change in the pvl. There appeared to be a waist in the valve on the side of the leak. A CT revealed two chunks of plaque (bulky calcification) that appeared to not allow the valve to fully expand. A decision was made to deploy a second valve in more ventricular position (60:40 v/a). There were no complications. Additional post dilation was performed and mild paravalvular leak was noted. The team was satisfied with the result. The native aortic annular diameter measured 23mm by tte, and 21.6mm x 26.8mm with an area of 450.8mm2 by CT. During the procedure an area of 468mm2 was calculated. As reported, the native valve was moderately calcified, and the native leaflet was severely calcified. The coaxial alignment of the valve and delivery system, and the image intensifier angle was good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, post procedure CT screening demonstrated two chunks of plaque that did not allow the valve to fully expand. Pvl was attributed to the bulky calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.